Event description:
It was reported that the physician attempted to perform a symphion procedure in a postmenopausal patient. Significant difficulties were encountered during cervical dilation, which is not unexpected in a post-menopausal patient. After finally completing the cervical dilation, the symphion scope was advanced and the uterine cavity was visualized, but appeared quite unusual in nature as it was somewhat deformed and full of synechia. The physician decided to attempt to perform some tissue resection for the purpose of biopsy and shortly after starting the resection bleeding ensued and quickly obscured the field of view. The physician performed a hysterectomy to resolve the bleeding. The patient is reported to be stable.

Manufacturer narrative:
Minerva surgical's multiple attempts to obtain additional information from the facility were unsuccessful. The information provided within this report is based on the minerva surgical sales representative that was present in the operating room. No additional information is available at this time. The resecting device used in this case was not returned, and therefore a failure analysis of the subject device could not be performed. The lot number was not provided; therefore, a device history review could not be performed. Due to the limited information available and the subject device was not returned by customer, root cause could not be determined. Minerva surgical will continue to monitor complaint and if additional relevant information becomes available, a supplemental report will be submitted.